Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was used to address the bg level. The customer removed the infusion set site and no damage was noted and there was no damage noted to the cartridge. The customer was to use insulin injections to manage diabetes.